Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, battery out limit, failed battery test alarms and unexpected restart error test noted during testing. However, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip, unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to completely broken reservoir tube lip. Device had minor scratched lcd window, cracked lcd window, broken battery tube threads, missing reservoir tube lip o-ring, cracked case at display window corners, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address number label and stained end cap sticker. .

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was completely dead and had unexpected restart alert. Customer¿s current blood glucose was 336mg/dl and at time of incident 320mg/dl, previously it was 99mg/dl. Customer stated that they experienced high blood glucose which was treated with bolus from the insulin pump. Customer mentioned that plastic was missing from battery compartment and casing but reservoir was able to lock in place. Insulin pump will be return for analysis.